Manufacturer narrative:
A ge svc rep performed an onsite investigation. The power supply voltage was adjusted. The system was then found to be operating as intended.

Event description:
The customer reported that a communication failure error message was intermittently appearing during an exam. There is no report of pt injury associated with this event.